Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching. It was also noted that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had placement difficulty with the right atrial (ra) and right ventricular (rv) leads attempting to implant through a single needle stick. The access was too tight to manipulate both leads and they were "stretched" due to this tightness. It was also reported that there was no intervention for a pneumothorax as it was determined to be small. Two new ra and rv leads were successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.